Manufacturer narrative:
Visual examination of the device found the basket to be retracted/closed. The side car - rx was found torn at the distal end and presented pushback within specification. The distal end of the side car-rx was torn and it is possible the user saw the torn side car-rx and perceived it as pushback. Therefore, the complaint failure mode is "not confirmed." The device history record (DHR) review found that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during a lithotripsy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when attempting to insert the device into the papilla along the guidewire, it was noticed under fluoroscopy that the side car-rx (guidewire port) was pushed back. The device was removed from the patient. The procedure was completed with another trapezoid basket . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during a lithotripsy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when attempting to insert the device into the papilla along the guidewire, it was noticed under fluoroscopy that the side car-rx (guidewire port) was pushed back. The device was removed from the patient. The procedure was completed with another trapezoid basket . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".